Manufacturer narrative:
(B)(4). Concomitant devices: item: 00-0907-4675, orthopediatrics lpf 4.5mm locking screw, 75mm, lot: unknown. It is not yet known if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3006460162-2018-00038.

Event description:
It was reported that during the planned removal of a locking proximal femoral plate, two of the most proximal screws were found to be fractured. Follow-up x-rays taken eight months following the initial procedure showed the screws intact. No adverse events have been reported as a result of the malfunction.